Event description:
Healthcare professional reported a suspected port leak. There is no further information about this alleged event at this time. Follow up is in progress.

Manufacturer narrative:
Taper ii. . Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."